Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, excessive no delivery, or displacement tests due to the motor error alarm. The pump passed the idle current and run current tests. Unable to verify the motion sensor test failure alarm due to the motor error alarm. The pump was received with a cracked display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting found that the pump also alarmed motor sensor test failure. Troubleshooting found that the pump could not complete the pump rewind due to the pump alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. Customer indicated that they were on their back up plan and was advised that the device would be replaced and agreed to return the product for analysis.